Event description:
A radiographic evaluation revealed that the locking key for the tibial baseplate has partially migrated out. At the present time, no revision is planned.

Manufacturer narrative:
Investigation in progress.